Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply and calibrated the magnification function. The system operates as intended.